Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history showed travel coarse error- check clutch/plunger lever, confirming the reported issue. Functional testing was performed and the reported issue was duplicated. The cause was traced to worn drive terrain parts. The leadscrew, coupler, worm gear, and clutches were all replaced to address this issue.

Event description:
It was reported that the pump had displayed a travel coarse error during testing. There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to worn drive terrain parts.